Manufacturer narrative:
The company rep. Reported additional information. Updated to show that the company rep. Provided additional information.

Event description:
The consumer reported that they had an appointment with their physician on (B)(6) resolve the inability to communicate with the implant issue. It was later reported that there was no allegation of an overdischarge by the manufacturer representative (rep). They were not able to establish communication with either the patient programmer, implantable neurostimulator recharger, or the clinician programmer. It was reported that they could feel the implantable neurostimulator (ins) under the skin and the last successful recharge was about 6 weeks prior to the report. There was a report that the patient usually charges once a month, sometimes more but never lets it get low. The rep reported that they never had to do a physician recharge mode (prm) for the patient. During an antenna locate (al) feature, they were getting around 50-80 for the antenna locate. While reviewing antenna placement, a power on reset (por) appeared on the implantable neurostimulator recharger (insr). It was reviewed to continue to recharge and the steps for clearing the por. The patient was currently charging with 8 coupling bars. No medical symptoms were reported. Relevant medical history includes post lumbar laminectomy syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had poor communication on the patient programmer. It was reported that they were not able to communicate with the implantable neurostimulator recharger (insr). The last time the patient felt stimulation was 10-12 days prior to the report and the last successful charge session was about 10 days prior to the report. The patient reported that they had been using their implant intermittently since their previous issues. Relevant medical history includes post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.